Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an observed insulation issue (a bend near the terminal end). Another lead was successfully implanted. There were no adverse patient effects reported. Lead return is expected.

Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory. Visual inspection noted the lead with the stylet inserted appeared bent near the terminal end. The stylet was removed from the lead with resistance felt due to the bend - the stylet was bent in a zig zag fashion approximately 90-105mm from the stylet handle. After removal of the stylet, the lead was no longer bent. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Therefore, the reported clinical observation was confirmed based on the analysis finding of damage (a bend in the returned stylet) induced during the implant procedure.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to an observed insulation issue (a bend near the terminal end). Another lead was successfully implanted. There were no adverse patient effects reported.